Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Date of event b3: approximated.

Event description:
It was reported to boston scientific via an article published in the urology journal that a retrospective study was conducted to evaluate perioperative outcomes related to sexual and urinary function in patients who underwent a holmium laser enucleation of the prostate (holep) with selective laser enucleation of the median lobe. The holep was performed with either a 26 or 24 french resectoscope using a moses 550 um holmium laser fiber. A total of 450 holep procedures performed by a single surgeon were evaluated, from april 2019 to march 2022. Of these, 55 patients with intravesical-prostatic protrusion or high bladder neck without obstructing lateral lobes underwent selective enucleation of the median lobe of the prostate. The results showed that, compared to preoperative, there was a significant improvement in mean postoperative american urological association symptom score (22.5 vs 6.9, p < .001), mean postoperative quality of life scores (4 vs 1.2, p < .001), and mean postoperative post void residual volumes (244.1 vs 69.3 cc, p < .001). No patients reported stress urinary incontinence postoperatively. One patient reported urge urinary incontinence at initial post-op visit. Of the 55 patients who underwent selective enucleation of the median lobe, 40 were sexually active with data available. Of those 40, 35 reported normal ejaculation, 3 reported continued ejaculatory dysfunction or dry orgasms, and 2 had new ejaculatory dysfunction. Adverse events were both infrequent and mild. One patient presented urinary retention on post-op day 1 after catheter was removed on day 0 and has had no further urinary complaints. A second patient required blood transfusion on post-op day 1 and was subsequently discharged on post-op day 2 without further complications. Two patients presented with urinary tract infection. The study concludes that, in this case series of selective laser enucleation of the median lobe, urinary function significantly improved in short-term follow-up with preservation of ejaculation in approximately 90% of men.